Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on top case by the tube holders. Error history log review found a watchdog failure. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced speaker as a preventive. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump had a watchdog failure. No patient injury was reported.